Event description:
Received notice that they will be seeking damages from responsible parties. No other facts given.

Manufacturer narrative:
The date of death, model number, serial number, and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.